Event description:
Reporter alleged obtaining discrepant back to back blood glucose results on his non-diabetic relative of 239 mg/dl versus 109 mg/dl performed within 2 minutes a part on the aviva system. Reporter stated the relative obtained another discrepant back to back comparison on a different day of 170 mg/dl versus 96 mg/dl one minute a part on the same system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.